Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an adverse event without a product problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for three (3) unknown cortex screws. This is report 5 of 5 for (B)(4).

Event description:
03/19/2019: updated event description: it was reported that on an (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of pilon/ankle fracture at an outside facility. Original implant was on (B)(6) 2018. It is unknown if the unknown plates and unknown screws were broken due to nonunion. A removal of hardware and ring fixator was scheduled on (B)(6) 2019. Surgical delay is unknown. Procedure and patient outcome is unknown. 03/22/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent a revision surgery due to nonunion, infection and broken hardware. One (1) broken variable angle locking compression plate medial distal tibia plate 6 holes, one (1) variable angle locking compression plate distal fibula plate 5 holes, three (3) 3.5mm unknown cortex screws, fourteen (14) unknown variable angle locking screws, seven (7) 2.7mm unknown cortex screws were removed, and application ring fixator was performed. Original implant was on (B)(6) 2018. The patient was walking on broken ankle less than a month after primary surgery and felt something break. There was no surgical delay. Procedure was successfully completed. Patient outcome is good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event descriptions explant date provided for reporting. This report is for three (3) 3.5mm unknown cortex screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event : updated event information provided. Patient code 3191 used to capture: patient harm of infection added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received via email from sales consultant, on march 26, 2019. It was stated that, "update 3/21/19- patient had an infection and returned to surgery (B)(6) 2019 for removal of hardware and ring fixator application. Medial distal plate was broken, all hardware removed. As stated in patient's chart, she was walking on broken ankle to cut grass less than a month after primary surgery and she felt something break.

Manufacturer narrative:
Patient ID: (B)(6). This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted yet. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of pilon/ankle fracture. Original implant was on (B)(6) 2018. Reportedly at least one implant was broken and fracture displaced due to nonunion. It is unknown if the plate and/or screws were the broken implant. A removal of hardware/possible ring fixator was planned but has not been reported as having occurred. Surgical delay is unknown. Procedure and patient outcome are unknown. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).